Event description:
It was reported by the faiclity that while the patient was receiving a dialysis treatment, the side of the "tesio catheter blew out". The catheter was clamped near the exit site. The patient lost approx 200-300cc of blood. The patient was transferred to the ER for removal and replacement of the catheter.